Event description:
The hospital reported that welmed gowns in this pack as well as other packs with welmed gowns are receiving complaints from the staff. The sleeves of the welmed gowns appear to be sonic welded or heat bonded down the length of the arm. At the cuff end of the sleeve the fabric is cut and sewn to the white cotton cuff. At the point where it is cut at the sonic weld, the fabric appears to be melted. The weld on the fabric is causing a prickly spot and irritating the wrists of the staff.

Manufacturer narrative:
The sample has not been returned from the end user at this time for eval. The component reported is manufactured by welmed, inc. The manufacturer has been notified of the issue and investigation into the root cause is in process.